Manufacturer narrative:
Insulin pump was received with broken motor slide tip. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.